Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open when issuing medication. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were associated with patient ids that no longer existed in the medbank system, likely due to reconciliation issues. A technical support specialist escalated the issue to engineering pi was initiated to enhance patient ID tracking after reconciliation to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open when issuing medication. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported due to this event.